Event description:
It was reported that the facility reported multiple no disposable alarms; they stated they had a few last week, but were unsure of the volumes and there were 3 more this mornings with volumes of 75.1ml, 13ml and 7.2ml. No further information available. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacture will reopen this complaint for further investigation. No other analysis was performed. Design history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).

Event description:
Facility reported multiple no disposable alarms; they stated they had a few last week, but were unsure of the volumes and there were 3 more this mornings with volumes of 75.1ml, 13ml and 7.2ml. No further information available.